Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the reported clinical observation. Based on normal lead resistance measurements, a passing hipot test and inspection showed no conductor issues or abnormalities. Also, the evidence from the field and product analysis were insufficient to verify the dislodgement. Analysis also found no evidence of device anomaly or damage outside the bounds of normal medical use. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement with high pacing thresholds and low amplitude/ poor morphology. No additional adverse patient effects were reported.